Event description:
Reparalyzation of pt under endotracheal general anesthesia due to inadvertent, unwitting administration of a small bolus of neuromuscular blocking agent retained in 0.25-0.3cc reservoir of IV tubing port.